Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported a red spot the size of the transmitter with itching but no pain at the sensor site, first noticed on (B)(6) 2025 at 4:00 pm. The issue was not related to tegaderm or steri-strips, and according to the user, the site has remained unchanged. The user's hcp is aware of the event and prescribed claritin and 1% hydrocortisone cream. Per dms review, the user has not been using the system since (B)(6) 2025 at 9:17 pm.

Event description:
Senseonics was made aware of an inicident where user reported a red spot the size of the transmitter with itching but no pain at the sensor site, first noticed on (B)(6) 2025 at 4:00 pm. The issue was not related to tegaderm or steri-strips, and according to the user, the site has remained unchanged. The user's hcp is aware of the event and prescribed claritin and 1% hydrocortisone cream. Per dms review, the user has not been using the system since (B)(6) 2025 at 9:17 pm.